Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hernia repair procedure on an unknown date and mesh was implanted. The patient experienced abdominal pain which feels like a cutting sensation in the center of the navel. The patient also experiences mild pain in the stomach, bleeding, diarrhea, weight loss, hernia recurrence. The patient reported that the mesh will be removed, but no date has been provided. No additional information is available.